Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: defective front panel board. No any further information received.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: defective front panel board. No any further information received.

Manufacturer narrative:
(B)(4). It was reported that the front panel board on the ventilator was defective. No patient involved. The event did not cause or contributed to a death or serious injury to a patient. No log files were provided. The root cause of the event was determined to be a defective front panel board. After replacing the front panel board, the device was released back into use.